Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side leakage and pain. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV, exchange from textured to smooth breast implants due to the patient¿s concern with the product, and "a little bit of fluid". Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs a device appears to be intact, pinkish biological tissue is seen above the device labeled as left side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.